Event description:
It was reported that the customer was hospitalized for three days for low blood glucose levels. Per the doctor, the customer intentionally delivered extra insulin. Customer received intravenous dextrose and insulin injections.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted.